Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure, it is likely the device interacted with the moderately calcified, moderately tortuous and 70% stenosed lesion during advancement causing the reported failure to advance. Handling and/or manipulation of the device during the attempted advancement with the difficult anatomy likely resulted in the reported shaft separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 address 1 corrected from unk to (B)(6). E1 city corrected from unk to (B)(6). E1 postal code corrected from unk to (B)(6).

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 70% stenosis. When the 2.5x33 mm xience xpedition stent delivery system (sds) was inserted into the anatomy, resistance was noted with the anatomy. The operator pushed with a jerk and the shaft separated outside the anatomy. The separated portion was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. The procedure was completed with 2 xience xpedition stents and one non-abbott stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.